Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. The legal manufacturer reported that the unit was delivered to the customer april 2013. However, the legal manufacturer reported that the probable cause for the reported failure of power supply switch was as follows: it seems that the switch part was broken by the long-term use. It was confirmed that the design was changed as a resistance improvement of the power switch breakage. Countermeasures have been shipped since november 18, 2013. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the power button is broken. It is not known how the button broke. There was no residue making the button stick. The button was replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that the power switch is broken. The device does not power on unless the power switch is pressed in and hold it. There was no patient involvement. No additional information was provided.